Event description:
Reportedly, the stapler locked shut during laparoscopically assisted vaginal hysterectomy procedure, and was unable to be fired or released. The surgeon was forced to cut instrument away from tissue, and was unable to remove instrument through the trocar. A large incision made and the instrument/trocar were removed. Another stapler used. No further patient injury was reported.